Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. Patient code (B)(4): no code available (secondary surgery, lens exchange) (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -8.5/+2.0/127 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged due to low vault. The replacement lens is the same size as the original, but a different axis. According to the surgeon, rotating the lens can increase the vault. The problem is resolved.

Manufacturer narrative:
Device evaluation: the lens was returned in a micro-centrifuge vial with moisture. There was clear surgical residue on the product and lens surface. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
Additional information: device evaluation: dimensional inspection found lens within specifications. (B)(4).